Event description:
A customer reported experiencing poor aspiration during a cataract extraction procedure. The case was completed successfully, with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).